Event description:
Right portacath flushed with approx 1cc ns. Pt complained of pain at site and down right arm. No blood return. Chest x-ray showed port tubing broken in 2 places. Distal portion traveled to pulmonary artery. Pt sent to med center for retrieval of tubing under flouroscopy. Returned to hospital for port removal, proximal portion.